Event description:
It was reported that a loss of capture was observed on the leadless pacemaker (lp). The lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.